Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a failed battery test alarm after replacing the battery cap. Customer's blood glucose was 196 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump had a cracked case at display window corner, cracked reservoir tube, cracked belt clip slot, minor scratched and cracked display window.